Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the clip delivery system (cds), the clip did not open. Troubleshooting was performed and the issue was resolved. While establishing the final arm angle during prep, the clip opened. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened during efaa and difficult to open clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 september 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the clip delivery system (cds), while establishing the final arm angle, the clip opened. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.